Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Information contained in this report was previously submitted through 410psr on 25/apr/2014. The events of "lump/nodule and nipple discharge" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule, and nipple discharge. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "suspicion of rupture". Additionally, healthcare professional reported "galactorrhea" and "linguini signs present". Device has been explanted and discarded after surgery.